Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device reached premature eri/eos. Re-occurring electric storms contributed to the battery longevity. The device was explanted and replaced. The patient is stable post-procedure.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found. The depletion was noted to be due to the excessive hv charging.